Event description:
During endoscopic thoracic surgery, upon placing the endothoracic stapler in the pt's chest endoscopically, the refillable staple fell off the end. It was the original staple, not a reload. Staple retrieved. No apparent injury to pt. Refills were used with the stapler with no problem.